Event description:
It was reported that after two stents were used to treat a lesion in the mid cx, it was noted that the flow between the two stents was not adequate and it was decided that another stent was needed. However, the third stent delivery system (sds) would not cross the lesion and the stent was lost during the procedure. A balloon catheter was used to compress the stent against the vessel wall.